Event description:
During the procedure, the instrument was grasping tissue and would not ungroup. Troubleshooting was preformed but the surgeon had to cut the tissue that the instrument was grasping in order to remove the instrument from the robot.